Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer received an insulin flow block. The customer reported a blood glucose value of 340 mg/dl. The event involved product(s) mmt-342, mmt-1880, mmt-442ag. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. No further patient complications were reported. No product return is required for mmt-342. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-442ag.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2025 08:42:32.000, (B)(6) 2025 10:43:29.000, (B)(6) 2025 13:33:53.000, (B)(6) 2025 12:47:25.000, (B)(6) 2025 18:38:12.000, (B)(6) 2025 09:44:40.000 multiple no delivery alarms were recorded. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly, however, during deconstructive analysis corroded electronic assembly was noted. The following cosmetic damages were noted: stained keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay and scratched case. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no anomalies noted. However, during deconstructive analysis corroded electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.